Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a competitor guidewire was stuck in the left ventricular lead tip and as the physician pulled the guidewire, the lead pulled back with it. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found that the competitor guidewire tip was damaged. It's tip was bent. It got stuck and could not remove from lead. If information is provided in the future, a supplemental report will be issued.